Event description:
The patient reported sparking from the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The reported event of sparks out of cords was not confirmed. The device was not returned for an evaluation. If the issue persists, a new complaint will be generated and the event will be investigated.